Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator had "spark from power supply". The ventilator was not in use on a patient at the time of the event.

Manufacturer narrative:
The service personnel (sp) evaluated the ventilator and found that the power supply board needed to be replaced. Medtronic was not authorized to repair the ventilator. If information is provided in the future, a supplemental report will be issued.